Event description:
Provider states that the unit is getting an intermittent 9 flash error code. Provider states that the chair stopped on the bus and the chair went into code and the bus driver had to push the consumer home. No additional information provided.